Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, while holding the green buttons on the loader, a crack was made on the outer part of the heartstring iii seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical use or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were inside the tube of the delivery device. The seal was cracked along first row of the outer edge and the fifth row from the center. The green slide lock was unlocked and the white plunger was not depressed on the delivery device. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).